Event description:
It was reported that an unknown number of patients have radiolucent lines under the femoral component. The article states that for the femoral component. The article states that for the femoral component in the sagittal plane, no patient had a radiolucent line of more than 9 mm. Two conventional patients were within 5 to 9 mm. In the remaining femoral components no lucency greater than 4 mm was found.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.sciencedirect.com/science/article/pii/s0883540314002952. This report will be amended when our investigation is complete.